Manufacturer narrative:
Concomitant medical products: cook quantum biliary inflation device, .035 wire guide (unknown type). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During our evaluation of the product said to be involved a functional test was performed. A quantum biliary dilation syringe filled with water was attached the balloon inflation port to inflate the balloon. While inflating the balloon, water was observed exiting three (3) different holes near the proximal end of the balloon. No portion of the balloon material was missing. A slight kink was observed near the proximal end of the balloon inflation port hub. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information provided indicated the balloon did not receive lubrication prior to advancement through the endoscope. This is the most likely cause for the reported observation. The instructions for use direct the user to "apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel." This activity will aid in endoscopic advancement and balloon preservation. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A small hole in the balloon material can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: ¿do not inflate the balloon prior to introduction into the scope as this may cause damage to the scope.¿ the instructions for use also contain the following precaution: ¿the entire balloon must be extended beyond the tip of the duodenoscope and be fluoroscopically visualized and positioned before inflation.¿ prior to distribution, a portion of the quantum ttc biliary balloon dilator lot is subjected to a test to ensure device integrity. During this test, the outer diameter vs. Pressure is measured/verified. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) in the duodenal papilla, the physician used a cook quantum ttc biliary balloon dilator. The surgeon placed the balloon into the position through the endoscope. Then inject [fluid was injected] and found that the balloon was leaking. The physician withdrew the device and replaced with a new one instead.